Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient called technical service center with concern over how much they had drained. The technical service representative reviewed the treatment records. The patient drained 6498 ml during cycle one. This value is 324% of the patient¿s largest fill volume of 2000 ml. The patient was advised to discontinue use of the cycler. Follow up with the pdrn confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient continued pd therapy with no further issues. Additional information as requested but was unavailable. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the front panel had two small cracks. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection showed brown, discolored pneumatic tubing. The underside of the heater tray and the top surface of the top cover had black discoloration. The cause of the discoloration could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.